Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: according to the information received, the reported event for the device, would not reverse button force, would not open, tissue trauma- no intervention required, would not fire and manual override would not work. This is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: during inspection of the first photo, a device 60 mm was observed articulated to the right side and besides that the manual override door was not visible. In the second photo it was observed the device jaws with the anvil bent with a black reload installed and the anvil knife slot damaged. Based on the photos the event described is confirmed. However no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the vats. Stapler was not possible to open after firing. Both reverse and manual override was used. To be able to release the stapler from the patient more lung tissue had to be removed. Where / when did the event occur? Intra-op. Was surgery time extended as a direct result of incident? Yes. Was a patient involved? Yes. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/7/2022 d4: batch #502a92 h6: component code: g04 additional information was provided: vats. Stapler was not able to fire through the tissue. The metal in the anvil was damaged by the forces involved during the advancement of the knife and its I-beam configuration. Hence it was not possible to reverse the knife both with reverse-button and manual override. Not possible to open the stapler normally due to the fact that the knife was stuck in this position. The surgery was extended by 20-30 min. Patient status is normal. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with one gst60t reload loaded in the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.